Manufacturer narrative:
The device is not available for analysis; therefore, no physical or visual analysis of the product could be performed. Neither the reported patient symptoms or device performance allegation can be confirmed. Based on the information available, a conclusion code of no problem detected was assigned to this investigation.

Event description:
It was reported that the patient had the inflatable penile prosthesis removed due to unspecified reasons. No further information is available regarding the explant event. A new inflatable penile prosthesis consisting of cylinders, pump, and reservoir was implanted at a later date of (B)(6) 2021.